Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during the evaluation of heartmate 3 lvas, serial number (B)(4), and a direct correlation between the pump and the reported right heart failure could not conclusively be established. The reported outflow graft twist and low flow hazard alarms could not be confirmed through this evaluation. The account returned a cd for review that contained CT images. Review of the submitted images appeared to show a shadowed area near the distal end of the outflow graft bend relief; however, these images were inconclusive for a potential outflow graft twist. (B)(4) was returned assembled with the pump cable severed approximately 7.5¿ from the pump housing and the distal end of the pump cable was also returned. Approximately 4" of outflow graft and 3.5" of outflow graft bend relief were properly engaged to the graft attachment. An additional segment of outflow graft was sutured on the distal end of this 4" segment of outflow graft. Additional segments of outflow graft bend relief (approximately 1.5") and newer outflow graft (approximately 11") were also returned. The apical cuff was returned detached. The cuff lock was returned partially engaged. It should be noted that the sutured segment on the 4¿ segment of outflow graft was interfering with the bend relief during disassembly, so the outflow graft needed to be cut to remove the bend relief. Upon removal of the bend relief, the graft appeared free of twists. There was no abnormal tissue ingrowth present on the exterior of the outflow graft. The lumen of the graft revealed post-explant blood but no evidence of developed depositions or thrombus formations. The additional segments of outflow graft bend relief (approximately 1.5") and newer outflow graft (approximately 11") were also examined and were unremarkable. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no developed depositions or thrombus formations. The pump rotor and rotor well showed no evidence of dents or scratches. The pump cable was severed approximately 7.5¿ from the pump housing and the distal end was also returned. As an additional observation, the inline connector bend relief of the pump cable showed yellow discoloration. A specific cause for the observed discoloration could not conclusively be determined through this evaluation. The remainder of the pump cable, including the pump header, appeared unremarkable. The retrieved log files appeared to capture the device functioning as intended before the date of the outflow graft surgery, 10apr2019. The lvad periodic log file captured mean flow ranging from 2.5-5.2 lpm (average of approximately 4.1 lpm) from 31mar2019 at 03:58 through 10apr2019 at 10:56. No abnormal trends in pump parameters were observed. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced low flow alarms. On (B)(6) 2019, the patient was taken to the operating room to straighten out a twisted outflow graft. The outflow graft was in a position just on the back wall of the sternum. It was reported that the outflow graft was very long and went from the pump in a bow up to the aorta. When the surgeon opened sternum with the saw, he went through the outflow graft. The patient was cannulated in the groin. After a lot of bleeding, they succeed to clamp the aorta and the pump. A new outflow graft was attached. The patient was placed on extracorporeal membrane oxygenation (ECMO) support. The patient subsequently expired on (B)(6) 2019 due to right ventricular failure. It was reported that the patient had many good years with the lvad, with no infections or alarms. No additional information was provided.